Manufacturer narrative:
Added additional codes fdd - a01, fdm b14 and b15, and img g07001. Conclusion: review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The device remains implanted; therefore, no product analysis can be performed. Images were submitted to medtronic for review. The computed tomography (CT) scan that was provided, was reconstructed on 3mensio software and showed calcium build up on the transcatheter aortic valve replacement (tavr) valve. The implant depth was deep in position but well expanded. There was no echocardiogram provided that was able show valve degeneration as stated in this event report. High gradients could be related to valve related factors, such as degeneration, thrombus, and calcification. High gradients could also be related to non-valve related factors, such as left ventricular outflow tract (lvot) obstruction, patient pressures, and left ventricle dysfunction. With the information available, an assignable root cause could not be determined; however, the calcification that was seen in the image review was a likely contributing cause. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they could potenti ally cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on the patient condition, such as blood chemistry. With the information available, a conclusive root cause could not be determined. No cause of death was reported but it was reported to be related to moderate degenerative calcification of the valve, which led to heart failure and subsequent death. No autopsy was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. This event did not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve (tav), an echocardiogram showed an increase in gradients. The patient was asymptomatic. Approximately five years, two months following valve implant, the patient presented with symptomatic heart failure. A chest computed tomography showed degeneration of the valve without thrombus. Medication was administered and the patient was monitored. Approximately five years, seven months following valve implant, the patient was discharged home. The patient refused further treatment including a repeat tav replacement. Six days after discharge to home, the patient died. The cause of death was not received, but was reported to be related to moderate degenerative calcification of the valve which led to heart failure and subsequent death.